Event description:
Metaglene holder did not fit into the glenoid guide pin. Surgery was extended.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.